Event description:
It was reported that this right ventricular (rv) lead dislodged approximately 10 days post implant. Surgical intervention was performed to replace this lead. No additional adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that this right ventricular (rv) lead dislodged approximately 10 days post implant. Surgical intervention was performed to replace this lead. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.